Event description:
Device report from synthes (B)(6) reports an event in (B)(4) as follows: it was reported that a nail was inserted after a pre-surgical check. The nail was reamed up to 13.5mm and rotated manually by the surgeon for proper placement. At the time of proximal locking with the screw, the drill tip interfered with the nail. Even with a careful trial of insertion, the drill tip broke. After extracting the nail and broken drill tip, the surgeon completed another pre-surgical check during which the drill bit did not go through the nail hole because of a deformation in the nail and device. There was no loose coupling with the connecting screw. Eventually, the surgeon changed the nail size and successfully inserted the nail by reaming up to 14mm, even though there still was some interference with the nail. It was reported that the patient has hard bone. As a result, a 40 minute surgical delay was noted. This report is for one unknown aiming arm. This report is 4 of 8 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. This report is for one unknown aiming arm. Device is an instrument and is not implanted/explanted. It is unknown if the complainant part will be returned to the manufacturer for review/investigation. Unknown as there are no part or lot numbers available for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.